Manufacturer narrative:
The device was tested and serviced by a third party servicer. They reported to mmdg that the pump auxiliary alarm failed during testing, and mmdg considers this reportable. The third party servicer reported that they repaired the pump.

Event description:
The initial reporter states that the pump failed the auxiliary alarm test and that the auxiliary alarm battery was low. This occurred during testing by a third party servicer and no patient was involved. (B)(4).